Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es results is unk. It is likely that cellular debris, due to poor sample preparation, was present in the samples although, this could not be confirmed. It was confirmed that the samples involved were not processed in accordance with the tube MFR's recommendation.

Event description:
The customer obtained non-reproducible elevated vitros trop I es results on pt's samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. One affected result was reported to the clinician. This pt received a heart catheterization based on the trop results. There was no report of pt harm as a result of this event for any of the samples involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).